Manufacturer narrative:
There is a temporal relationship between the liberty select cycler and the patient¿s reported ongoing drain issues during peritoneal dialysis treatment. It was alleged the liberty select cycler did not alarm. Additionally, the patient underwent removal of abdominal scar tissue in the hospital and reported experiencing fibrin in her pd effluent. At this time, there is no evidence to support the liberty select cycler caused or contributed to the patient¿s abdominal scar tissue. Abdominal scar tissue is known to cause pd catheter (not a fresenius product) blockage which could have been a factor in the patient¿s draining issues; although this cannot be confirmed with the available information. Moreover, the patient had observable fibrin in her pd effluent which is also known to impede pd drainage. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis nurse requested a replacement liberty select cycler for the peritoneal dialysis patient, per physician¿s request. The nurse stated that the patient is not completely draining (no alarm) with what she is filled with. Follow up with the peritoneal dialysis patient indicates that the patient is not draining (no alarm) for the past couple of weeks. The patient stated that she had noticed fibrin the other day, nurse is aware, and that she just got out of the hospital to have scar tissue removed from her abdomen. The patient was advised to discontinue use of the cycler, to contact the peritoneal dialysis nurse for alternate form of treatment and inform of replacement. Patient stated that she was not able to complete last night's treatment. Additional information was solicited.

Manufacturer narrative:
The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. A device history review search in the complaint system found complaint issue of not draining (no alarm) within 90 days of the notified date. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.